Event description:
The reporter contacted lifescan on behalf of the pt alleging that their one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l" instead of "mg/dl". The pt neither alleged harm nor experienced injury or medical intervention. The patient visited their physician's office and their glucose medication was increased. The customer care representative verified that the meter was previously set to the correct unit of measurement and the unit of measurement had not been recently changed through the meter settings. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. No products were replaced.